Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿fails accuracy 9.35%¿ was not verified by functional testing. The cause is unknown. No actions taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy at 9.35%. There was no patient involvement.